Manufacturer narrative:
(B)(6); (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, we can provide the following: the initial report indicated that when current was applied, the needle was kept stationary. This is against the instructions for use. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. This is most likely the cause of the occurrence. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit manufacturer's instructions. Needle knife breakage near the distal end can occur if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. Prior to distribution, all huibregtse single lumen needle knife sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: this type of occurrence was brought to the attention of the quality review board (qrb) and an action item has been assigned to further investigate reports of this nature. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy huibregtse single lumen needle knife. During use, the needle of the device detached from the sheath. The needle was in the pt and the user was unable to remove it. A section of the device remained inside the pt's body. The pt did not require any additional medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.